Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure for obesity, while stapling using the first reload, the handle was closed and the green button was pushed but the handle was able to staple only 5 millimeters and after cannot staple anymore. The surgeon heard a break sound form the handle. To resolve the issue the surgeon decided to change the handle and took another reload for higher tissue thickness. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.